Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Conclusion codes no longer apply.

Event description:
Additional information was received from a healthcare provider via a post-market clinical study. The patient had reported an abnormal headache on (B)(6) 2014. At that time, the medication fioricet was administered.

Event description:
It was reported that, on 2014-(B)(6), the patient reported a headache. The healthcare provider (hcp) performed an epidural blood patch on the same day. No further actions were taken. It was determined that a post-dural headache and cerebrospinal fluid (csf) leak occurred. The event outcome was resolved without sequelae on 2014-(B)(6). The event was indicated to be related to a procedure. The device system was used to deliver dilaudid and bupivacaine. If additional information is received, a follow-up report will be sent.